Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 34 mg/dl and she woke up and treated with sugar. Customer stopped using it after a couple of weeks. Customer stated that she is worried about high blood glucose so she gives extra insulin but then it causes low blood glucose. Customer stated that she has been doing well with the insulin pump. Customer stated that during the day, sometimes her blood glucose will go down to 29 mg/dl. Customer treated with juice or ate something sweet. Her last blood glucose was 114 mg/dl. Customer has been experiencing lows. Customer is using humalog and novolog. Troubleshooting was performed and the pump passed the displacement test. Customer mentioned she had a high blood glucose of 400 mg/dl but they are rare and happen about once a week. Customer stated that she eats a lot but didn't treat enough. Customer also had a button error alarm. Customer stated that she was able to clear the alarm and that the buttons are working fine.